Manufacturer narrative:
Although requested, device has not been received, and no patient details: dob, age, gender, weight, or diagnosis, were available. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that during a change of pump modules from ICU to the cath lab pumps, the sets were also changed. The user opened the door of the pump module without engaging the roller clamp prior to opening the door and removed the set. Free flow of nitroglycerine was observed. The nurse then used the roller clamp to stop flow. No patient harm occurred as a result of the event. Devices were sent to biomed for investigation. The biomed could not replicate the user¿s report with the event pump module and requested an investigation.

Manufacturer narrative:
The customer¿s report when the user opened the pump module door without engaging the roller clamp observed a free flow event was confirmed. Physical inspection of the device noted a 3rd party door latch and sear assembly. Dried fluid and corrosion are observed on the male and female iui contacts. Internally some fluid ingress is observed in the rear case. There were no other irregularities observed. Review of the pump module error log showed no recent errors or malfunctions. Log analysis shows the most recent programmed infusion was on (B)(6) 2019. At 5:42 am the pump is selected and programmed to infuse at a rate of 32ml/hr vtbi 259.174ml. At 8:46 am the pump alarms for ¿safety clamp open¿. This was followed by a ¿door open¿. The device is then channeled off. Testing on the device in the ¿as received¿ condition replicated an unregulated flow event which occurred when the door was opened. During testing it was observed the administration set¿s safety clamp did not engage when the door was opened. The root cause was found to be the result of a 3rd party door latch and sear assembly not engaging the administration set¿s safety clamp when the door was opened.

Event description:
It was reported that during a change of pump modules from ICU to the cath lab pumps, the sets were also changed. The user opened the door of the pump module without engaging the roller clamp prior to opening the door and removed the set. Free flow of nitroglycerine was observed. The nurse then used the roller clamp to stop flow. No patient harm occurred as a result of the event. Devices were sent to biomed for investigation. The biomed could not replicate the user¿s report with the event pump module, the pump module passed biomed testing, and he requested an investigation.